Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h6. The device was returned for evaluation where the reported event was not confirmed. Device was returned and the customer's allegation was not confirmed. The device evaluation found based on the investigation result, the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the event. One of the probable causes of breakage is irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. Another probable cause is external stress of bumping and others during handling of the device, applying irregular load to the internal circuit board to be broken since scratches were observed on the endoscope connector and the endoscope connector case. However, the cause of it was unable to be specified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a b30 scope communication error. The issue occurred during preparation for use for a therapeutic unspecified procedure. The unspecified procedure was completed with a similar device. There were no reports of patient harm.